Manufacturer narrative:
The customer cancelled service call. No ge service was required. No further service information was provided.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. This malfunction occurred outside of a case. No patient injury was reported.